Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The evaluation of the returned sample is not complete, but is in process at this time. Investigation is ongoing.

Event description:
Home care agency reported on behalf of home-care nurse that the nurse was unable to connect the bivona tracheostomy tube to the patient's ventilator. The tube's 15mm connector appeared to be oval in shape, rather than circular. No adverse effects to patient reported.

Manufacturer narrative:
One adult tts¿ cuffed tracheostomy tube and two unused tracheostomy tubes were returned for investigation. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).